Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported he was changing his reservoir out and his insulin pump alarmed no delivery and then motor error. This happened six times. Customer's blood glucose was 89 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. He declined troubleshooting for the no delivery alarm because the device is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).